Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that the charge for their implant battery did not hold a charge as it used to and this has been going on maybe 6 months ago. Patient mentioned that previously their ins battery could last up to 2 weeks but now it could only last about 1 week. Agent redirect the patient to their hcp and the manufacturing representative for therapy settings check.

Event description:
Additional information was received from a patient regarding an implantable neurostimulator (ins). It was noted that the patient was redirected to their physician to address the cause of the battery draining faster. The patient stated that the cause was due to the possible age of the battery. The patient will be getting the device replaced with a different device system. The patient stated that they are getting an appointment with their physician to put the newer battery in and are just waiting on the doctor's office for the appointment and insurance approval.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.